Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 6935m62, implantable tachy lead, implanted: (B)(6) 2013; product ID 5076-52, implantable pacing lead, implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The audible alert was a phantom sound. Three magnet tones are seen on (B)(4) 2013 in succession, and there was one additional "reed switch closed" alert, which apparently occurred on the clinic visit interrogation. No patient alerts are seen recorded, and no alerts are seen at 1 am as reported by the patient.

Event description:
A patient reported hearing alert tones daily and was brought in for device interrogation. Data from the device showed undefined alerts being recorded on the previous morning as well as one alert that occured during the interrogation. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.